Event description:
On or around 04/08/1999, the account reported a hemoglogin result of 7g/dl for a sample run in the closed mode. Alarms genereated by the cd3500sl were : suspect "wic-woc","nrbc", and "rrbc". The sample was retested in the afternoon in the open mode and gave a hemoglobin result of 13.2 g/dl with the following alarms: "woc","nrbc","rrbc", "defl". According to the account, the tube did not contain much blood and no sampling error was given. The patient was sent to the hospital and resampled. A normal hemoglobin result was obtained at the hospital. Actual results from hospital are unknown. No report of any injury.